Event description:
The customer reported the broncovideoscope had a burnt cover and a detached distal end from the bending section. The issue was found during cleaning/reprocessing after a bronchoalveolar lavage (therapeutic) procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 15-jan-2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely without securing enough distance from tip of the subject device the user may have used a high energy endo therapy accessory, such as laser, high frequency led to the malfunction. Olympus could not conclusively specify the cause of the suggested event. The event can be prevented and detected by the instructions for use : user may be able to detect the suggested event by handling device in accordance with IFU ¿inspection of the endoscope¿. IFU provides the points of attention for use of high-energy endo therapy accessories in ¿4.3 using endo therapy accessories¿. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the bronchovideoscope had a burnt cover and a detached distal end from the bending sectionthe issue was found during cleaning/reprocessing after a bronchoalveolar lavage (therapeutic) procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the distal end of the plastic cover was burnt. In addition, there was cracked glue and burnt insulation of the distal end cover, there was a crack on the bending section cover glue, and the bending section was dray with a cut found on the charged coupled device shrink tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.